Event description:
The user facility reported that the device disassembled during a procedure.  Bearings from the sagittal saw attachment fell out of the device. The user facility was not able to account for eight of the bearings that fell out of the device. An x-ray was taken of the patient and the user facility didn't see evidence of the bearings inside the patient. The user facility prescribed an antibiotic as a precaution. There was no clinically significant delay, and no adverse consequences.